Event description:
It was reported that the system 2800 had intermittent communications failures when attempting to use the system in fluoro mode. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. All main circuit boards were reseated and the all cables checked to be secure. System booted many times without problem. The system was tested and found to be working as intended and placed back into service.